Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. While suturing the skin at the operative site, it was discovered that the very tip of needle had broken off into the patient's subcutaneous tissue. The surgeon determined that tip of such a small needle would not show up in an x-ray. Additional information was requested.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/20/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.